Event description:
Customer's wife, who is handicapped, was showering and needs to use the stool to shower. The stool broke while she was sitting on it, fell down and struck her head. She also injured her knee, arm and back that required medical treatment. End-user was using the shower seat to take a shower. One of the chair legs "buckled" caused the claimant to fall and strike her head, knees and other body parts. Husband described the buckling as a "shearing" of the metal. End-user was treated at the hospital. X-rays were negative and there are no plans for follow up care. End-user damaged her teeth in the fall and received dental care for the injuries. The repairs have been completed. Second bulletin: "ensure all screws, nuts, and/or bolts are tightened. Do not use the bath & shower seat if wobbly, unstable, or not leval, as personal injury may result." Fourth bulletin: "make sure that the height adjusting compression buttons fully protrude through the same respective holes in each leg extension. This will ensure the leg extensions are locked in position and an even height is achieved. Note: an audible "click" will be heard." Cautions, eighth bulletin: "all four of the bath & shower seat legs must be adjusted to the same height. All height adjustment buttons must protrude fully through the adjustment holes. You should hear an audible "click."" The root cause is user error because the end-user replaced either the leg tips on the left side with a different style that are a different height or replaced the adjustable legs entirely; legs adjusted to different heights on the left and right sides; resulting in extra weight being applied to the right side in which the right front leg broke and the right rear leg splayed out.